Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. One week earlier, the patient had undergone a cystectomy with electrocautery. After device software download, normal function resumed. The patient's condition was stable post procedure.